Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device had been opened for a different case and upon interrogation the device demonstrated gray bar with a cold weather observation. The device was taken into a warmer environment and after the appropriate time period was re-interrogated. At that time the gray bar was no longer present and battery status had returned. Then later the device was interrogated again for a different implant case and once again a gray bar was demonstrated. The device was not used, and a different device was implanted instead. There was no patient involvement.